Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The option-lok male adapter of the tubing set was being used for intermittent deliveries of unspecified medication. At an unspecified time, connected to the clave port of the tubing set for a delivery of 10ml of normal saline via IV push. It was reported that after the solution was delivered, the nurse disconnected the syringe from the clave port of the tubing set. At this time, the customer contact reported that the silicone sleeve of the clave port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.